Event description:
Event description guidant received information that this device, which was just implanted, displayed a lead safety switch. The field clinical representative requested direction as to what this meant. The technical services representative explained and directed him to reset, and reporgram the device to bipolar configuration. Lead impedances and other measurements are within normal limits.